Event description:
The pt went thru the trial back in (B)(6) 2010. They used a catheter. At 36 - 48 hours after, the pt started to experience symptoms. The pt's symptoms at that time were diagnosed by the mds in the hospital as meningitis. The pt's pump hcp was not made aware of the pt's condition at that time. The pt event resulted in the pt having hearing loss; the pt now required hearing aids. Aside from the hearing loss the pt was okay. The pt went on to have a device system implanted and the therapy was working okay for the pt.

Manufacturer narrative:
(B)(4).